Event description:
Home health nurse used the suspect device to check the pt's blood glucose. A result of 259 mg/dl was obtained and the nurse gave 4mg of armarly instead of the normal 2mg dose. About seven hours later the pt began to show signs of hypoglycemia. The nurse checked the pt's glucose again and the result was 430 mg/dl. The nurse called an ambulance and when the emts arrived they checked the pt's glucose on their meter and the level was 40mg/dl. The pt was taken to the hosp and given IV. Controls were in range. The device was replaced and requested to be returned for evaluation.